Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the local display on the centrifugal control unit did display normally after power on. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. The manufacturing engineering center (mec) was able to duplicate the reported issue.